Event description:
A report was received that a patient was burned by a precision charger. The patient said he was burned 3-4 times but never sought medical attention. The skin was red over the pocket site. The patient treated the burn with aloe vera lotion.